Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the bottom tube on the left side frame where the axle mounts has broken at the weld.